Manufacturer narrative:
The device has not been received. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil failed to detach when attempted detachment with the instant detacher. A second detacher and manual detachment was not attempted. The devices were used and prepared per the instructions for use (IFU). No patient injury occurred. The blood flow was normal, and the anatomy was moderate in tortuosity. A continuous flush was not used during the procedure. A new same size concerto coil was used to treat the patient.